Event description:
Drug/diluent: ropivacaine 0.2%. Fill volume: 550 ml, flow rate: 5 ml/hr, procedure: na, cathplace: na. After priming bolus, orange fill indicator did not move up. Blue button did pop back up. No pt contact. Date of event: (B)(6) 2011. Lot 0a2678 initially reported not received.

Manufacturer narrative:
Method: received one full pump for eval and investigation. The visual insp found the bolus button and the orange indicator for the bolus (pca) reservoir was in the upward position. The bolus test was performed and the bolus functioned within spec. Results: the customer complaint of "orange fill indicator did not move up" was not confirmed. The bolus passed testing. Conclusions: a review of the device history records (DHR) was conducted for the lot number and incident reported. The device passed all mfg specs prior to release. Although this complaint was not confirmed, this product is under recall.